Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer states "in 2008 pts aptt 1.1 throughout the day. On discontinuation of crrt vas catheter locked with heparin. Raised appt }130 at 0400h the same day, 2 hours post termination of treatment. Prior coag aptt at 0030h = 34. Crrt on 1900h off 2000h on 2300h off 0200h heparin 850u/hr during apttr 1.1 at 24.00h. The date the catheter was inserted is not given. The catheter was eventually pulled, but it wasn't made clear for what reason. Type of injury raised aptt.